Event description:
Customer reports while the doctor was taking a urine sample through cystotomy, the needle disconnected from its hub and was left in the abdominal cavity of a canine. The needle separated after aspiration and removal from the abdominal cavity. They had to sedate, take x-rays, and perform surgery on the canine. The needle was retrieved intact. No complications after surgery.